Manufacturer narrative:
MFR report date: 03/18/2015.(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported: "rn noted puddle under back side of IV pump. After removing the tubing from the pump, medication began squirting out of the tubing that exits the drip chamber. Appears that the tubing had a hole that allowed the medication to drip onto the floor. Entire IV bag was wasted along with the tubing. New IV bag and new tubing hung. No harm to pt."